Manufacturer narrative:
H11: initial reporter city - (B)(6). D4: lot number - corrected from 0035218759 to 0035187413 the device was returned for analysis. Visual and microscopic inspection revealed that the imaging window and drive cable were twisted, the imaging window was stretched, the imaging core had windup, and both the drive and coax cables were broken. Additionally, the sheath was kinked, and the telescope and sheath were cut.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became twisted, which caused it to become stuck. It was reported that a non-bsc stent was placed in the tortuous site of the proximal right coronary artery. The stent, approximately 30mm in length, fractured in the middle, leading to an accumulation. When the ivus catheter was withdrawn from the stent, it twisted immediately. It was believed that the drive shaft had separated due to the twisting. The deformed opticross catheter was subsequently retrieved using a microcatheter. No fragments were left inside the body. The procedure was completed with another of same device. The patient`s condition remained stable after the procedure, with no abnormalities observed.

Manufacturer narrative:
H11: initial reporter city - (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter became twisted, which caused it to become stuck. It was reported that a non-bsc stent was placed in the tortuous site of the proximal right coronary artery. The stent, approximately 30mm in length, fractured in the middle, leading to an accumulation. When the ivus catheter was withdrawn from the stent, it twisted immediately. It was believed that the drive shaft had separated due to the twisting. The deformed opticross catheter was subsequently retrieved using a microcatheter. No fragments were left inside the body. The procedure was completed with another of same device. The patient`s condition remained stable after the procedure, with no abnormalities observed.